Event description:
It was reported that the customer had stomach virus and has been hospitalized with diabetes ketoacidosis and high blood glucose, and her blood glucose still is treated with an insulin drip. Troubleshooting was performed. The caller mentioned that the device alarmed no delivery during the bolus. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the caller to change the infusion set as soon as possible. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.